Event description:
On (B)(6) 2010, the physician was doing a renal angiography procedure. The patient previously had an aortic stent graft and a renal stent placed. The physician introduced the catheter in the renal artery and pictures were taken. When the catheter was being removed, the physician believed it got caught on the renal stent and approximately 1", + or - a few mm, sheared off the end of the catheter. An unsuccessful attempt was made to snare the sheared piece, however, because of the patient's anatomy and the patient's stents, they were unable to retrieve the sheared piece. The physician believes it is risky to cut down and remove this from the patient and they are continuing to monitor. The pt is stable at this time and has not experienced any further effects.

Manufacturer narrative:
Exp - unk as lot is unk. (B)(4). X-rays received on 11/30/2010. The device was returned in a used and damaged condition: the tip had elongated and split approximately 4mm with a longitudinal groove extending approximately 5 mm proximal of the split. At approximately 14 cm from the split tip, the catheter is kinked with a longitudinal groove extending approximately 5cm proximally. Review of provided films shows what appears to be the catheter tip in the renal artery. (B)(4). Additionally, the instructions for use caution, "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal." Furthermore, the process of bonding tips to shafts for scbr-4.0 catheters has been validated. Visual examination revealed the tip had elongated and split approximately 4mm. Examination under 10x magnification reveals a longitudinal groove extending approx 5 mm proximal of the split and at approx 14 cm from the split tip, the catheter is kinked with a longitudinal groove extending approx 5 cm proximally. This evidence is indicative of the device coming into contact with a sharp edge of unk origin, either calcification or another device, which is more likely based on customer statements. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Previously the risk analysis was updated by quality engineering including the failure mode of separation with the possible effect of the separated portion being retrieved from the patient. With the addition of this event, the risk remains acceptable and no further action is required at this time.